Event description:
It was reported that the catheter was "blown out" during a de-clotting procedure. The patient left the doctor's office and went to the ER bleeding, a large duodenal ulcer with overlying clot, and no blood pressure. The patient was bleeding from the hepatic artery. Severe gi bleed believed to have been cuased by catheter blowing out during a flush procedure. Patient was taken to the o.r. And patient's abdomen was opened to stop the bleeding.